Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range shock impedances of greater than 125 ohms. The shock impedances over the last six months have ranged from approximately 110 ohms to 138 ohms. It was noted the shock impedance has gradually been increasing. The root cause for the clinical observations remains undetermined. No further troubleshooting was performed. At this time, the plan is to continue monitoring the patient, this rv lead remains in service and there were no adverse patient effects reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed high out of range shock impedances greater than 125 ohms. The shock impedances over the least six months have ranged from approximately 110 ohms to 138 ohms. It was noted the shock impedance has gradually been increasing. The root cause for the clinical observations remains undetermined. No further troubleshooting was performed. At this time, the plan is to continue monitoring the patient. This rv lead remains in service and there were no adverse patient effects reported. It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.